Event description:
The patient experienced withdrawal symptoms which included increased spasticity and not sleeping. The pump was interrogated the next day and was found to be in safe state; the critical alarm was sounding. They ruled out environmental or other medical procedure emi exposure. It was noted, that the patent was a nurse. They were able to update the pump and confirmed all numbers including the calculation constant. They re-read the pump and the settings after the update were maintaining. A bolus was programmed and the patient responded to it. The pump and catheter seemed to be working; they planned to monitor the patent. The device system was used to deliver compounded baclofen and clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.